Manufacturer narrative:
This product is manufactured in (B)(6), but not marketed in the u.s.. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -14.00 diopter, in the patients right eye (od) on (B)(6) 2013. The reporter indicated a cataract had developed. The lens remained implanted. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The reporter indicated the cataract was an anterior subcapsular cataract. The lens was discarded. Claim # (B)(4).